Event description:
It was reported the device exhibited a false " no disposable attached" alarm. Per reported the patient did not miss their dose. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: no lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. B3: unknown, d4: catalog number, lot number, expiration date and UDI number are unknown, h4: unknown.